Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer was able to charge the pump with an alternate cable. The customer's blood glucose was not impacted. The customer continued to use the pump for insulin therapy.